Event description:
It was reported, "this patient went to her ob/gyn physician for her annual exam on (B)(6) 2011. She complained of not feeling well post hysterectomy. She had an MRI for back pain prior to this appointment. Her ob/gyn reviewed the MRI which showed something which could possibly be a foreign body. The patient was admitted for surgery on (B)(6) 2011. A retained portion of the uterine manipulator part was retrieved. The portion which was retrieved was the green cup distally to include the balloon."

Manufacturer narrative:
The device in question has not yet been returned to conmed for evaluation. When the quality engineering investigation of this reported incident is completed, a supplemental report will be filed.